Event description:
Reportable based on analysis completed (B)(6) 2024. It was reported that the balloon was unable to cross the lesion. The target lesion was located in the left anterior descending artery (lad). A 10mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon was unable to cross the lesion. The procedure was completed with a different device. No further complications were reported and the patient was in good condition after the procedure. However, device analysis revealed a pinhole leak 2mm distal from the proximal markerband.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified blood inside the balloon material. No issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole 2mm distal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The blood inside the balloon in consistent with a leak therefore an attempt was then made to inflate the balloon its rated burst pressure (rbp) of 12 atmospheres using the inflation aid, however, a pinhole was located 2mm distal from the proximal markerband.